Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a stent placement in the common femoral vein via great saphenous vein, the patient allegedly developed a pseudoaneurysm. It was further reported that the pseudoaneurysm was treated using arterial coil embolization method. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted hence physical device was not returned for evaluation. No photos nor xray images were provided for review. Therefore, the investigation is determined to be inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure could not be determined based upon the provided information. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device, such as a pseudoaneurysm were found to be referenced in the IFU. H10: g3 h11: h6 (method) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a stent placement in the common femoral vein via great saphenous vein, the patient allegedly developed a pseudoaneurysm. It was further reported that the pseudoaneurysm was treated using arterial coil embolization method. However, the current status of patient is unknown.

Event description:
On (B)(6) 2025, it was reported that following a stent placement procedure in the common femoral vein, the patient allegedly developed a pseudoaneurysm. It was further reported that the pseudoaneurysm was treated using the arterial coil embolization method. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted hence physical device was not returned for evaluation. In this case there was no report of any issues during stent placement and no vessel injury during the initial procedure. No specific device defect was reported by the customer, and it is unknown to what extent and which of the placed stents respectively which of the stent delivery systems may have contributed to the formation of the pseudoaneurysm. Accessories used during the stent placement procedure as well as condition of the patients' vessels may be contributing factors. Based on the information available the reported issue could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device, such as a pseudoaneurysm were found to be referenced in the IFU. B5, g2, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.